Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. On unreported date(s), the patient began treatment with amikacin injection (100 mg, once daily), reflin injection (1 gram, once daily), and fortum injection (1 g, once daily) intraperitoneally (ip) for the indication of peritonitis. On an unreported date, the patient stopped antibiotic treatment. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.